Event description:
Consumer reported complaint that the true metrix meter was not working. Doctor's office and cardinal health reported complaint on behalf of the customer. Doctor's office reported that the customer had brought the true metrix meter to their office due to it not working. No further information was provided.

Manufacturer narrative:
Internal report reference number: (B)(4). Outcomes attributed to adverse event: adverse event report is being submitted due to customer contacting doctor due to unknown error messages. Meter and test strips were not returned for evaluation. Note: manufacturer contacted distributor in a follow-up call on 03-oct-2022 to ensure that the initial concern was resolved - able to establish contact with distributor who stated the customer is a new user to the product and they had been obtaining error messages; exact error messages were not disclosed. Distributor stated that the customer had not been obtaining a sufficient blood sample to perform a test. Distributor stated that the true metrix meter is working as intended and that the customer is able to obtain a blood glucose test result. No further concerns were. Disclosed.